Manufacturer narrative:
Conducted visual inspection, and found a charred cable on the alternating current (ac) power cord. Reviewed alarm history, no event log leading to complaint. No ac power during functional testing encountered a faulty ac power cord. Customer complaint burnt ac power cord confirmed, replaced hospital grade line cord as part of testing only. The customer did not authorize ac power cord replacement. Performance verification test passed with zero error. Parts replaced: n/a. Probable cause: burnt ac power cord due to long-time use.

Event description:
It was reported that, on an unknown date, a plum 360 device was found to have a damaged power cord. The reporter stated, ¿burnt ac power cord.¿ the event did not occur in the clinical setting and was not noted in the device history. The event occurred during start-up. There was no patient involvement, no adverse event or need for medical intervention, and no delay in therapy. It was also mentioned in the report that all known information has been provided and no further information is available for this event. The pump will be returned to the service center for service.